Event description:
The reporter indicated that during predischarge, there was some difficulty in getting the device to do a t-wave shock. It would overdrive, but had no shock delivery. Also, the charge counters were off. The shock counters were reasonable.